Event description:
It was reported patient underwent scapho-lunate repair on (B)(6) 2012. Subsequently, the juggerknot mini would not anchor. There was a delay of 45-60 minutes, and patient has two extra insertion holes due to the six attempts of trying to anchor the juggerknot. It was reported from the sales associate that the surgeon was not going in the proper angle, did not clear enough soft tissue out, and could not remember the proper angle he went in when removing the drill bit out of the patient.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Under warning number 2 states: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." Examination of returned device evidence of improper surgical technique. This report is number 3 of 5 mdrs filed for the same event (reference 0001825034-2012-01929/01933).